Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
It was reported that the patient experienced extrusion of the receiver stimulator, resulting in the decision to explant the device on (B)(6) 2017. The electrode array was left in situ to preserve the cochlea for future implantation.